Event description:
On (B)(6) 2024 , it was reported by a sales representative via email that the needle from an ar-7506t suturetape popped off. This was discovered during a procedure. No further information was reported. Additional information received on 11/15/2024: the needle popped off while the surgeon used it on the patient during a sub pec biceps tenodesis procedure. All the broken fragments were removed. The case was completed using a new ar-7506 suturetape. The case was insignificantly delayed with no additional anesthesia needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.